Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found on the helix/lobe mechanism. The helix/lobe was distorted/bent, and tissue was present on the helix. The outer insulation was breached cut, and the lead exhibited apparent explant damage.

Event description:
It was reported that within a month of implant, the patient presented to the emergency room with loss of capture and the x-ray revealed perforation of the right ventricle. The physician made a nick in the right ventricular lead insulation in order to retain a wire for access. The lead was explanted and replaced. No patient complications have been reported as a result of this event.